Event description:
Caller reported experiencing a cartridge alarm on two occasions, resulting in their blood glucose level reaching 524 mg/dl. Customer managed the high blood glucose level by administering a correction injection using multiple daily injections (mdi) and did not need assistance from a third party. Technical support confirmed the need to replace the pump and provided a replacement, instructing the customer to return the defective pump to avoid charges and advising on necessary steps to set up the new device.